Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the customer reported condition could not be determined; a root cause was not identified.

Event description:
It was reported that during peritoneal dialysis an integrated automated peritoneal dialysis 3 prong cassette set leaked during therapy. There was a patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.